Manufacturer narrative:
In the test mixture the sample, the enzyme substrate nadh, and the activator pyridoxal phosphate contribute to the total absorbance. If the photometer limit is exceeded, the >abs flag occurs. The instrument performed as expected. The instrument did not flag the low value as the technical limits programmed on the analyzer did not match the measuring range provided in the method sheet. The technical limits programmed on the analyzer should be updated to the values provided in the measuring range provided in the method sheet. The limitations section of the method sheet states: "lipemic samples may cause >abs flagging. Choose diluted sample treatment for automatic rerun." An update to the instructions for use to remove the sentence " choose diluted sample treatment for automatic rerun." Is in progress. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with altl alanine aminotransferase - pyridoxal phophate activated on a cobas 8000 c 702 module. No incorrect results were reported outside of the laboratory. The sample initially resulted with an alt value of 36.6 u/l accompanied by a data flag indicating high absorbance (>abs). The sample was automatically repeated by the analyzer at decreased sample volume, resulting with a value of 30.5 u/l accompanied by a data flag indicating short sample volume. The sample was repeated again, resulting with a value of 36.4 u/l accompanied by a data flag indicating high absorbance. The sample was automatically repeated by the analyzer at decreased sample volume, resulting with a value of 3.2 u/l. The sample was also manually diluted 1:3 and repeated, resulting with a value of 45.8 u/l. The serial number of the c702 analyzer is (B)(4).